Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 23 g scale markings were missing. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: about 30 syringes from this box have no markings.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-feb-2023. H6: investigation summary: twenty-seven samples were provided to our quality team for investigation. Through visual inspection, it was observed that barrels were missing all its scale markings. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 1008096. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported while using bd luer-lok¿ syringe with attached needle 23 g scale markings were missing. This occurred 30 times. There was no report of patient impact. The following information was provided by the initial reporter: about 30 syringes from this box have no markings.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.